Event description:
It was reported that the left monitor on the system had no images and the x-ray switch was damaged. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor and x-ray switch were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.